Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert due to lead noise. The noise was seen on the stored iegms. There have been no alerts since that episode.